Event description:
The customer reported the evis exera iii video system center had no video on the monitor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with olympus technical assistance center (tac), the customer noted the issue was intermittent. The doctor had requested a technician to visit and check the device. The customer was using 190 series scope with the video system. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.